Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/07/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 024. On (B)(6) 2024, it was reported that the patient experienced a skin reaction with burning and scarring under the entire patch area which occurred 2 days after the sensor had been inserted into the arm. The patient reported experiencing a chemical burn from the dexcom sensor adhesive. The patient consulted with a doctor and was prescribed azithromycin and advil. The patient also stated that the patient had scarring where the skin reaction took place. The patient was in good condition at the time of report. No additional event or patient information is available.